Event description:
Customer reportedly rec'd the following results on the aviva system within 10 mins: 360 mg/dl, 480 mg/dl, and 12 mg/dl. No qc controls used. No adverse event reported. The customer did not provide the location where the discrepant results were obtained. No action was taken based on the device results. Requested return of suspect device and replacement was sent.